Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event: induced astigmatism; undercorrection. An ophthalmic technician reports a patient with an undercorrection and induced astigmatism of .50 d in the left eye following refractive surgery. Additional information has been requested.